Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented for in-clinic follow-up with the implantable cardioverter defibrillator in backup operation. The device was successfully restored via firmware download. There were no patient consequences.